Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic during a follow-up, post-paced t-wave oversensing was observed on the ventricular channel. There were also several episodes with post-sensed t-wave oversensing caused by sensor indicated rate pacing causing pseudo-pseudo fusion with the r-waves being sensed late. The recommended programming changes were made. The patient condition is well before and after the follow-up.